Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 3006705815-2023-06950, 3006705815-2023-06951. It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable and was explanted and replaced on (B)(6) 2023. After the ipg was explanted, high impedances were found on the lead. During the lead replacement the physician accidentally cut the lead with high impedances to close to the epidural entrance, so it slipped into the epidural space and the tip of the lead remains in the patient. Therapy was restored.

Manufacturer narrative:
E1 initial reporter: (B)(6). Date of event is estimated.